Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), after the opticross imaging catheter was inserted into the vessel during 1st pullback, lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink was observed in the sheath assembly at 72.5 cm from femoral marker at the distal end, an open hole was observed in the sheath lap joint assembly 72.5 cm from the femoral marker at the distal; fluid was leaking from an open hole in the lap joint assembly when the catheter was flushed; the telescope assembly was not able to properly pull back or advance, telescope cannot advance the transducer distal housing (tdh) to the most distal position. The distance from the distal end of the transducer housing to the tip of the catheter was not measured. Impedance testing finds that there was no electrical disconnect in the imaging circuit. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).